Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump (iabp), the unit was not recording pressure, it was discovered during use, there was no patient harm or injury reported.

Manufacturer narrative:
Corrected fields: d10 updated fields: b4, b6-additional comments, e3, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) and h11. A getinge field service engineer (fse) evaluated the unit and the could not verify any issues with unit. The fse was not able to get any more details of the pressure issue the customer experienced. All functional and safety test were performed.

Event description:
N/a